Event description:
It was reported by the cardiologist that the indications for intra-aortic balloon (iab) use were "support during cath lab procedure, work on all coronaries". The iab was prepped per instruction. Initially, the iab fiberoptix sensor (fos) would not engage into the intra-aortic balloon pump (iap-0500) s/n unknown); there was no audible click and subsequently, no auto-zero. Nevertheless, the iab was to be used utilizing the central lumen for monitoring. As the md began inserting the iab through the super arrow-flex (saf) sheath, the iab became stuck. The md removed the iab and saf sheath as one unit. Keeping the spring wire guide (swg) in place, the md inserted the teflon sheath and another iab-05840-lws successfully. There was no reported patient death or injury. Medical / surgical intervention was not required. The insertion site was the patient's femoral artery. The delay in treatment was "only a short period of time, only long enough to exchange the sheath and insert the iab-05840-lws" stated the cath lab staff rn. There were no patient complications reported and the outcome of the patient is "routine completion of cath lab procedure".

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.